Event description:
It was reported on (B)(6) 2018, a 21mm trifecta gt was implanted. The patient presented to the hospital due to chest pain and shortness of breath. On (B)(6) 2022, the valve was explanted and replaced with a non-abbott valve due to a leaflet tear on the 21 trifecta gt valve.. The patient was reported to be in stable condition after surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant was reported due to a leaflet tear. The investigation found that leaflets 1 and 2 were torn. The tear in leaflet 2 was tethered with a fold which created incomplete coaptation. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 1 and on the outflow surface of leaflet 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site in leaflet 1, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which could lead to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture design or labeling.